Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in-vivo. There was blood on the proximal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was possibly fractured, and exhibited noise. The lead was explanted and replaced. The left ventricular (lv) and right atrial (ra) lead dislodged during the rv lead replacement. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.